Event description:
It was reported that the patient's vns was scheduled to be removed due to the patient feeling continuous stimulation even though the device was disabled. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.